Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
This report concerns the same pt previously reported (see MFR report: # 1651501-2013-0002305). This concerns a different device: (B)(4). It was reported the surgeon explanted the fractured pyrocarbon implant and performed a revision with an implanted silicone mcp implant in the pt's right hand on (B)(6) 2013. The silicone implant was reported to integra as "broken" on (B)(6) 2013. A removal surgery with a fusion surgery is scheduled to occur on (B)(6) 2013. Additional clinical info was requested numerous times by integra.